Event description:
It was reported that a pump malfunction occurred, specifically displaying a malfunction code. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the issue did not recur after the reset. Customer was advised to continue using the pump and to call back if the malfunction code reappeared.